Event description:
It was reported that a por (power on reset) occurred. The device remained in use. The device was explanted and replaced four years later for a system upgrade. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed a critical ram parity error on 25-jul-2006.